Manufacturer narrative:
The device was returned and evaluated, and there was found to be additional reportable items: error e218 scope malfunction error and color tone defect (magenta). Additional findings include the following: switch 1 has discoloration, video connector has a scratch, video connector is deformed, insertion pipe has discoloration, adhesive around objective lens has discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the endoeye flex deflectable videoscope experienced an image issue. There were no reports of patient harm.

Event description:
Additional information received from the initial reporter confirmed the event happened during laparoscopic surgery. The procedure was therapeutic. Procedural recovery happened by turning off power and restarting. Procedural delay of about 10 minutes. Device was inspected prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b3 and b5. The information included in b3 and b5 was inadvertently omitted from the initial medwatch report. Patient health was not impacted by the procedural delay. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon 1 "no image" likely occurred due to damage to the image sensor unit (e.g., disconnection) or failure of mounted components (integrated circuit (ic) chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. Phenomenon 2 "error code e218" likely caused by a malfunction of the image sensor unit, a board failure inside the video connector, or a malfunction on the system side. Lastly, phenomenon 3 "irregular color tone (magenta)" is likely caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (integrated circuit (ic) chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: the inspection method for the suggested event 1,2,3 is described in the operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented as the legal manufacturer re-evaluated the subject device and provided an additional investigation. The device was re-evaluated by olympus, and the irregular color tone (magenta) was confirmed. The no image / e218 error codes could not be reproduced. Based on the results of the investigation, and although the no image defect did not reoccur, the internal condition of the product was inspected using x-ray fluoroscopy and found that the image sensor cable was damaged near the bending section of the distal end. Due to this damage, the output signal line was close to being disconnected, and it is likely that bending stress caused by the bending operations caused a temporary continuity failure, which caused the image defect. It is possible that the damage to the image sensor cable was caused by external stress being applied to the bending section of the distal end, but no significant external stress was found near the bending section of the distal end. There were scratches on the bending section cover and chips in the glue were confirmed during the previous repair, it is likely that external stress that was applied before the previous repair had an effect. A definitive root cause would not be established. Based on the results of the investigation, it is likely that the e218 error code and the irregular color tone (magenta) were caused by the disconnection of the image sensor cable; however, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.